Event description:
It was reported that that the patient presented for device replacement due to normal eri. During hv lead impedance testing, telemetry was lost for a second which in turn the electrogram displayed a marker for a shock. Record sessions revealed the device did not deliver a shock. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field events of telemetry anomaly and electrogram marker anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.